Event description:
(B)(4). Severe abdominal and back pain, joint pain, bloating, hair loss, fatigue, weight gain, dental issues rectal bleeding. (B)(6) 2015 surgery removing coils and tubes fragments and coil left in my uterus next surgery (B)(6) 2015. Nickel allergy.